Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluating the instrument and instrument data, the fse determined that the cause of the discordant sodium result was unknown. The fse cleaned the integrated multisensor technology (imt) module, checked the imt probe and verified system alignments. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on an dimension vista 1500 instrument for one patient. The result was reported to the physician. The customer repeated the sample on an alternate instrument and that sample resulted lower. The repeated result was sent to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant na result.